Manufacturer narrative:
The reported event of deformity upon deployment could not be reproduced. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, a 8mm occluder was successfully implanted.

Event description:
On (B)(6) 2019, a 10mm amplatzer septal occluder was selected for implant. During deployment, while attached to the cable, it deployed in the shape of a cobra. It was re-sheathed two times, but the issue remained. The device was removed and replaced with a 8mm amplatzer septal occluder that was successfully implanted. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable.